Event description:
It was reported that after the ventricular lead was placed, the patient's blood pressure decreased and the patient experienced a cold sweat and nausea. An echocardiogram revealed pericardial effusion. The lead was removed.

Manufacturer narrative:
No medwatch form was received.